Event description:
It was reported that this right ventricular (rv) lead recorded low out of range shock impedance values and the associated non-medtronic implantable cardioverter defibrillator (ICD) recorded error messages indicating shocking into a short circuit condition. Technical services (ts) recommended system replacement. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).